Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising and an r-wave amplitude measurement issue was observed.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising and high thresholds, along with diminished sensing. An rv lead microdislodgment was suspected. A lead revision procedure was completed and the lead remains in use. No patient complications have been reported as a result of this event.